Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected. Date of event results: the pet lock was separated on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked approximately 33.0, 94.0, and 135.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The pusher assembly mid-joint was advanced distal to the introducer sheath friction lock. Conclusions: evaluation of the returned smart coil revealed a functional device. The smart coil was re-sheathed properly from its returned position, and the smart coil was able to move freely within its introducer sheath without an issue. The reported complaint could not be confirmed. The smart coil was also advanced completely through a demonstration microcatheter with resistance as the kinks in the pusher assembly were advanced through the microcatheter. Further evaluation revealed pusher assembly kinks and the pet lock was separated on the proximal end of the pusher assembly. These damages were likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.